Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with the distal end measuring 51.5cm was returned for analysis. Internal insulation abrasions were noted at 8.3-9.7cm and 11.0-11.3cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.